Event description:
It was reported that at least 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: myself and several other employees have noticed difficulty with administering injections while using the mentioned needles. The medication in the syringe either requires extreme force to be pushed through the needle or it is entirely impossible to push through at all. At least two employees have administered the needle into a patient¿s arm, and were not able to inject the medication. Therefore, the needle needed to be removed and changed, resulting in the patient being injected unnecessarily two times rather than just once. Not all needles in the box seem to have this issue, it seems to be very sporadic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. Seven samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Two samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The setting were correct and the flow of products was good. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.